Event description:
It was reported by service report that there were no bed functions. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: main wiring harness.